Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Subsequently, the pump reset unexpectedly. Reportedly, upon pump startup, the issues had resolved. The customer's blood glucose was 388mg/dl.